Event description:
It was reported that the subject device connector does not recognize images from endoscopes. The issue occurred at service / maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: there is an issue with main connector. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was that there is an issue with main connector, which cause is traced to component failure, as expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.